Manufacturer narrative:
Additional information: d4. Additional patient and event information was requested, but no response was received. The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the clasp appears to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted once the investigation is completed. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device broke. The attachment holding the arm broke. The device was made one year ago.